Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test wells in question on 05apr2017, and determined that those test wells in question were visually negative. The product had already expired prior to the site report to immucor, so a retrospective device history record review was performed on 10apr2017, which showed that all specifications were met before the product was released to market on 30nov2016. Product expired before report.

Event description:
On (B)(6) 2017, an immucor employee visiting a customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument.